Manufacturer narrative:
(B)(4). According to the gore® viabahn® endoprosthesis instructions for use, complications associated with the use of the gore® viabahn® endoprosthesis may include but are not limited to: side branch occlusion.

Event description:
The following was reported to gore: on (B)(6) 2017, this patient underwent endovascular procedure to repair an in-stent restenosis of non-gore device (misago) implanted in the right superficial femoral artery using two gore® viabahn® endoprostheses (5 mm x 15 cm and 6 mm x 15 cm). During the procedure, the right deep femoral artery was unintentionally partially covered by the endoprosthesis. Angiography was performed, and blood flow to the right deep femoral artery was barely observed. The procedure was concluded with no further measure reported, and the patient tolerated the procedure. The patient is being monitored.